Event description:
It was reported to philips that the device's flexvision computer was not booting. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up successfully. A review of the system log file confirmed the reported problem. Upon functional testing, the fse found that the flex vision pc hard drive was corrupted. To resolve the issue, the fse replaced the hard drive and reinstalled the software. After this, the system worked normally and returned to use in good working order. The codes were updated based on the investigation outcome.